Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photo and video provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo and video provided confirmed the report. The photo provided shows the distal end of the device with the basket appearing fully advanced, though the handle is not visible, alongside the proximal end of the device showing that the clear catheter has buckled just distal to the white shrink tubing. The video provided shows the device basket and handle, as the handle is manipulated the basket does not retract however the proximal catheter can be observed compressing/ buckling as retraction is attempted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video provided confirmed the report of difficulty retracting the basket. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician selected a cook memory hard wire basket. It was reported that the user opened the package and discovered that it was difficult to close the basket. This occurred prior to patient contact; there was no impact to the patient.